Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, it is presumed that the cable has deteriorated due to flooding of the cable and the image is no longer displayed. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon was duplicated due to the short or corrosion of the electrical circuit by water immersion. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that it was found that the endoscopic image disappeared sporadically during the unspecified procedure. The user replaced the subject device to another device and completed the procedure. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.